Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.